Manufacturer narrative:
The available information suggests this device remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited ra loss of capture. The device was reprogrammed which resolved the observed loss of capture. It was later reported that the ra threshold measurements had increased and the pacing impedance measurements were varying. The pocket was reopened and the lead was removed from the device. The lead was tested through a pacing system analyzer (psa) which revealed acceptable measurements. The lead was then reconnected to the device and acceptable measurements were observed. No adverse patient effects were reported.